Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to inappropriate shocks from the right ventricular (rv) lead. The rv lead triggered a lead integrity alert (lia) for oversensing of noise with high rate non-sustained and sensing integrity counter (sic) episodes. The lead had an impedance out of range warning. The lead was found to have a confirmed fracture. The lead was programmed off until lead revision. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.